Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out procedure, the left ventricular lead insulation was noted to be abraded. The lead was explanted and could not be replaced due to venous occlusion.